Event description:
N/a.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that there was a drive manifold leak. The fse reviewed the logs and no issues were found, the unit read 37-40mmhg repeatedly. To fix the issue the fse replaced the drive manifold assembly and micron filter which corrected issue, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in block is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he found that the there was a drive manifold leak. There was no patient involvement, and no adverse event reported.